Event description:
In (B)(6) 2013, a patient underwent a shoulder arthroplasty and the #15 blade broke during surgery. The surgeon confirmed via xray that the broken piece was not within the joint, but within tissue and made the decision to leave the piece inside the patient. Darleen is not aware of the part number or lot number of the blade.